Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. Additional information is being requested. Inlay shifts in position, inlay removal, dlk, and decreased visual acuity are listed in the device labeling as known complications. This MDR is being filed for the second inlay that was implanted on (B)(6) 2016. Please reference MDR # 3005956347-2017-00008 for the first inlay that was implanted on (B)(6) 2016. (B)(4).

Event description:
The raindrop corneal inlay was implanted in the patient's left eye on (B)(6) 2016. The initial information suggested that four days postoperatively, there was debris under the flap and the flap was lifted and irrigated, the inlay was removed, and a new raindrop inlay was implanted. At this time, the patient's vision was reported as great and the corneal inlay was not suspected as contributory. Clinical follow-up information was requested from the surgeon and on 12/18/2016, the following additional information was provided. Although there were no intraoperative complications, the inlay decentered one-day postoperatively and the slit lamp examination showed debris under the flap and mild dlk (diffuse lamellar keratitis). The flap debris was located everywhere under the flap and not specifically localized to the inlay. At the 4-day postoperative visit, the flap was lifted and the inlay was removed and replaced with a new inlay. The week of (B)(6) 2016, the inlay was significantly decentered again and the inlay was explanted and the flap was irrigated to remove debris from underneath the flap. The patient's preoperative best corrected distance visual acuity (bcdva) was 20/20 in the operative eye. Postoperatively, the patient's bcdva decreased to 20/40. The surgeon suspects that a rough flap bed caused the development of the flap debris, but the inability to irrigate under the flap after replacing the inlay was contributory. The surgeon anticipates a full visual recovery.

Manufacturer narrative:
Replacement inlay was not explanted and remains implanted. (B)(4) (replacement inlay). Reference MDR# 3005956347-2017-00008 for the initial inlay (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. It was clarified that the replacement inlay was not explanted. The patient was last examined on (B)(6) 2017. During this exam, the replacement inlay was well positioned. Trace peripheral interface haze and debris were observed, with few focal spots of epithelial ingrowth. The patient's best corrected distance visual acuity (bcdva) was 20/40 (pinhole). After this visit, the patient missed her scheduled appointments. The patient is presumed to have lost for follow-up.